Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n268176, implanted: (B)(6) 2012, product type: lead. Product ID: 3708240, serial# , implanted: (B)(6) 2007, product type: extension. Product ID: 3987a, lot# n105368, implanted: (B)(6) 2007, product type lead product ID: 3987a, lot# n0037617, implanted: (B)(6) 2007, product type lead product ID: 3986a, lot# n268176, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported the lead for their cervical implant moved and their healthcare provider (hcp) told them not to use their stimulation. The cervical device was for the patient's left hand/fingers. It was noted the patient had a fusion surgery (c2-t1). Relevant medical history includes complex regional pain syndrome type I, cervical radiculopathy, and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient saw their doctor (B)(6) 2015 where "trigger points" were given for their fusion from c2 to t1 in the upper middle back. The patient had two titanium screws. The fusion occurred one and a half years prior to this report due to a lead for the patient's hand at c4 and c5 in the neck and went down to the left. The patient had reflex sympathetic dystrophy (rsd) that moved to his left hand in the pinky finger and ring finger and the patient had to have another lead attached to the ins for the foot on the left hip lead for the foot that was sutured to the sciatic nerve. The doctor did the fusion of c2 to t1 in hopes to raising "head straight and went 3/4 up" so severe pain in the neck and upper middle back. The two titanium screws at t1 were broken and separated into tissue. The patient's doctor wanted to do another surgery to anchor screws at t2 and then install a plate and anchor at t1 to fix the two broken screws, but the patient was reluctant and was getting a second opinion. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information send stated the patient did not voice any other concerns or problems during their visit. There was no additional information regarding the lead moved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that it had been within two weeks of having their lead implanted that they started experiencing the scar tissue. They also noted that they were still in pain and still see their pain management physician on a monthly basis.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37712 serial# (B)(4) implanted: (B)(6)2010 product type implantable neurostimulator product ID 39565-65 serial# (B)(4) implanted: (B)(6)2010 product type lead product ID 3708360 serial# (B)(4) implanted: (B)(6)2012 product type extension product ID 3986a lot# n268176 implanted: (B)(6)2012 product type lead product ID 3708240 serial#(B)(4) implanted: (B)(6)2007 product type extension product ID 3987a lot# n105368 implanted: (B)(6)2007 product type lead product ID 3987a lot# n0037617 implanted: (B)(6)2007 product type lead product ID 3986a lot# n268176 implanted: (B)(6)2012 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that two weeks after their leads were implanted, they experienced an involuntary body reaction. The patient stated that their head/neck went straight down to the left directly and locked that way for a year and a half. The patient mentioned that they tried ¿neck towers¿ and deep massage therapy to free up the locked position but it didn¿t help resolve the issue. It was reported that the patient had to have three hardware surgeries and six separate neck surgeries, some from the front and back, because of the issues. The patient also mentioned having serious pain from three fusion surgeries, which were in their back, neck, and spine. It was further reported that the patient also had scar tissue on the leads. No further complications were reported or anticipated.